Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One r2p was returned to terumo medical corporation for product evaluation. The returned sample included the sheath. The sample was subjected to visual analysis. The returned sample was separated fully into two pieces. The swage band was found to be intact and correctly positioned. The first piece (proximal end with the hub) was measured to be 1.5cm long. The coil was protruding and extended to 2.4cm from the sheath hub. The second piece (distal end with tip) was measured to be 122.2cm. There were 3 hemostats returned with the sheath. Two of the hemostats were clamped onto the sheath. The first hemostat was 1.5cm from the breakage point and the second hemostat was 21.3cm from the tip of the sheath. This piece also had a wire and balloon inserted into it. There were multiple pinches resembling clamp marks on the sheath. There were also some minor signs of stretching near the breakage point. The complaint can be confirmed for mechanical separation. The exact root cannot be determined. The likely root cause is pulling the sheath without alleviating the spasm. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Initial reporter occupation: staff interventional cardiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the radial destination slender sheath involved was used for the intervention of the superficial femoral artery (sfa). When the procedure was complete, the sheath was removed; however, a spasm was felt and the sheath hub, and part of sheath itself snapped apart. The dilator was removed, and the sheath was clamped shut using hemostats. A 014 wire and a wire were advanced. The patient was given more sedation. Using the inflated balloon at the end of sheath, the sheath was then able to be removed successfully from the radial artery site. Hemostasis was achieved. The estimated blood loss was less than 250cc's. The patient was in stable condition. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful. Additional information was received on 25 oct 2022: after the sheath broke; the equipment was inserted. Sedation was given intravenous (IV). The spasm was acknowledged to be the issue.